Event description:
During a case, the ventilator screen blanked out. There was no reported patient injury. Investigation/conclusion: the sensor interface board was replaced, and the unit was found to function within manufacturer's specifications the board, however, was inadvertently, discarded prior to an evaluation being performed. Exact cause of the reported complaint cannot be determined without the sample to investigate.